Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2023 and a reservoir was used. In the ward / ICU, the connection was easily detached from the reservoir. It did not fit tightly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?:unk. Did the event occur while in use?:yes, while in use. Was air leakage reported?:no was a new reservoir needed to correct the situation?:unk. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.